Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported a cardiac perforation occurred. An intellanav oi ablation catheter, an intellamap orion mapping catheter, and another manufacturer's short sheath were selected for use during a premature ventricular contraction (pvc) ablation procedure in the right ventricular outflow tract (rvot). A map of the rvot was created. After the target was specified, the orion was withdrawn and the intellanav oi was inserted. It was observed that the rhythmia mapping system did not visualize the intallanav oi; error 1313-2 was shown. Initial troubleshooting did not resolve the issue. The intellanav oi was then replaced and the replacement catheter was regularly visualized. The physician proceeded with the ablation. At the end of the procedure, after the catheter was withdrawn, sonography revealed a perforation of the heart muscle. Following pericardial drainage, regular blood pressure was observed and no further action was required. The cause of the perforation could not be determined. There was no allegation or indication that the catheter visualization issue caused or contributed to the perforation. The physician had not mentioned resistance during use of the catheters. The physician "had the feeling" in the very end of the procedure that "something could have been wrong." Ablation had only been performed with the second intellanav oi.